Manufacturer narrative:
Leak testing showed a tear in the external portion of the soft cannula resulting in an external leak. It could not be conclusively determined when or how this damage occurred. Cracks were found on the outer housing. It could not be determined when or how these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 18 mmol/l (324 mg/dl). The pod was reportedly leaking while worn for between 25 and 36 hours on the arm.